Event description:
My sister told me of a kinesiology tape she had found in (B)(6). I checked it out and decided to give it a try. This product is from physix gear sport. Two days after I used it, I felt a sharp pain on the back of my left shoulder. When I reached my back to fix the end of the tape that had come off, I felt a watery spot that was painful. Then I realized it was a blister. I decided to remove the rest of the tapes and noticed my skin was burned and had more blisters on my left chest. I went to the hospital to make sure my skin was not infected. The dr in the urgent care prescribed a cream for burning skin. I contacted the company to make them aware and they said their product is safe and that it was approved by the FDA. This product has given me permanent marks and up to this date I get itchy skin on the scars. I strongly believe this product is dangerous and will continue hurting people's skin. The product does not have a warning label about any side effects or the burning of the skin. The owner is not accepting responsibility. He said that there are instructions on how to remove the tape, but this has nothing to do with that. This product is still in the market. Other serious / important medical incident: skin burning and blisters. Physix gear sport. Is the product over-the-counter? Yes; did the problem stop after the person reduced the dose or stopped taking or using the product? No. How was it taken or used: topical; reason for use: pain in shoulder and chest. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018.